Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Customer stated that all of the insulin came out and numbers were ramping on the display. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 212 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test and occlusion test due to motor error alarms. The insulin pump passed displacement, rewind, basic occlusion and prime tests. The insulin pump had cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.